Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose readings were not being recorded in the insulin pump. Customer stated that some boluses do not document the blood glucose readings. Customer also mentioned having fluctuating blood glucose readings. Troubleshooting was not performed as the customer did not have the insulin pump at the time of the call. No further information reported.